Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 18-aug-2017. A notification was received from the FDA on18/mar/2020 requesting a re-submission of this report, as the supplment #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 18-aug-2017: supplement #1 - medwatch sent to FDA on 18-aug-2017. Device evaluation summary: a visual examination was performed on the device, and was unable to confirm the connector type, as the taper tubing was separated above the taper tubing junction. Only the access port was returned. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and port taper. Needle marks were noted on the port septum and port base. Under microscopic analysis, the port taper was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the device, and was unable to confirm the connector type, as the taper tubing was separated above the taper tubing junction. Only the access port was returned. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and port taper. Needle marks were noted on the port septum and port base. Under microscopic analysis, the port taper was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Taper ii. Apollo has received the device, however the evaluation has not yet begun. Based on the serial number provided, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "lapband infection at case." Device was removed.